Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported perforation appears to have been related to procedural conditions. The reported pericardial effusion was a cascading event of the reported perforation. The reported patient effects of perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion and perforation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of first ntw clip (00825u189), the clip was closed to 60 degrees but was unable to close any further. The clip was opened and attempted to be reclosed, but the issue continued to occur. Therefore, the clip was not used and replaced with another ntw clip (01201u102). Once the clip was inserted into the left atrium (la), a perforation was observed, which caused a pericardial effusion. The physician stated the perforation was potentially caused by the transseptal needle, but it was unknown if the clip worsened the perforation. The clip was removed and pericardiocentesis was performed. The patient is in stable condition and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.